Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient has been charging the ins since midnight and was not getting a full charge. The patient was getting the normal charge screen, but she had poor coupling. The patient had zero bars, then 2 bars, then 6 bars and it kept jumping from 2 to 4 bars. The patient used the recharger on the call and it showed 4 bars. The patient mentioned she could not remember when she charged last. It was reviewed the poor coupling may be why it was taking longer to charge. An antenna locate feature was done and the patient then had 6 bars. It later went to 8 bars until the patient moved and it went back to 6 bars. The issue was said to be resolved. It was mentioned that the patient had CT scans done in the past and was told they didn't have to turn the ins off. No symptoms or further complications were reported.